Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to high vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown. Claim #(B)(4).